Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. It was reported that the stent graft landed low in the aorta resulting in a proximal type I endoleak. A 25x25x49 aortic extension was placed proximal to the existing stent graft, resolving the endoleak. The physician stated that the cause of the event was due to anatomy; very tortuous and angled neck. No additional clinical sequelae were reported and the patient is fine.